Event description:
Revision surgery performed on primary margron hip replacement due to pt symptoms of a dislocated hip and aseptic loosening of stem.

Manufacturer narrative:
After a review of the post surgical x-rays of primary implantation, the surgeon commented that there was a 'perfect position and perfect fit' with the implant being well fixed. There is insufficient info to determine the cause of the stem loosening. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron -specific tools or components are necessary to perform revision of a margron implant.